Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 25 fractured. Construction was a implant retained prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.